Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. Three samples were received from the customer and all three samples had incomplete top seals which caused the incident to occur. Most likely cause for this incomplete seal to occur would be seal bar malfunction. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Currently, samples are being tested for each lot produced of this product at random intervals to best gauge the seal integrity and functional leak testing. All samples pulled from this lot met the predetermined criteria before it was released. It should be noted that the hot packs do not have any type of chemical or gaseous component that would cause the pack to burst and the chemicals used in the product are food grade and non-toxic. Given the nature of this complaint, the plant has started a more detailed investigation. Corrective and preventive action (CAPA) (B)(4) has been opened to address this issue. As a containment action, the plant has 100% inspection at the line to check for any seal issues that might cause burst/leakage prior to packaging of the product.

Event description:
Based on information received from the customer the infant heel warmer split open at the top during activation.  The contents of the infant heel warmer went into the nurses eye. She went to the emergency department where she received extensive flushing of the right eye. She is fine now, there was no abrasion.